Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balanced middle weight (bmw); stent: 4.0x33mm xience xpedition. Evaluation summary: the device was returned for evaluation. The reported difficulties were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for device operates differently than expected, improper method, difficult to position and remove with the guide wire reported from this lot. It should be noted that the nc trek instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency. The balance balanced middle weight (bmw) guide wire is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mid left main (lm) artery. A 4.0x33mm xience xpedition stent implant was successfully deployed without any reported issue. The 4.5x12mm nc trek balloon dilatation catheter (bdc) was prepped and flushed prior to use with no issues noted. Resistance was met during advancement of the nc trek bdc onto the balanced middle weight (bmw) guide wire; however, the bdc reached the target lesion and was successfully used to post-dilatate the deployed xience xpedition stent implant. Resistance was met during removal of the nc trek bdc from the bmw guide wire. Reportedly, the lumen of the nc trek bdc felt sticky and was not smooth. Force was used to remove the nc trek bdc from the wire, which resulted in the loss of wire position. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. As the target lesion was treated, the procedure was completed. There was no additional information provided.